Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and organ perforation. The patient underwent mesh revision on (B)(6) 2013 due to vaginal wall prolapse, bleeding, pelvic pain and dyspareunia. The patient underwent mesh revision on 03/28/2013 due to bladder stone. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. Following insertion, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and organ perforation. The patient underwent mesh revision on (B)(6) 2013 due to vaginal wall prolapse, bleeding, pelvic pain and dyspareunia. It was reported that the patient underwent operative laparoscopy, dilation and curettage, hysteroscopy, lysis of adhesions, cystocele repair with biological mesh, and cystoscopy on (B)(6) 2013. The patient underwent mesh revision on (B)(6) 2013 due to bladder stone. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.